Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the low battery voltage and the nominal system current drain. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Additional analysis showed there was no internal short in the battery. (B)(4).

Event description:
The implantable cardioverter defibrillator (ICD)&#1473;s explanted and replaced for battery depletion. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.